Event description:
It was reported that during a pulse generator replacement procedure, when attempting to remove the atrial lead from the pulse generator, the lead's connector pin became detached from the lead.

Manufacturer narrative:
Only the connector pin was returned for analysis. Final analysis found that the connector pin was fractured. A crack could be seen in the fracture surface. Since the whole lead was not returned a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.